Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider and a patient who was implanted with a neurostimulator for non-malignant pain. The patient got a bacterial infection on his brain and was in the hospital for two weeks in (B)(6) of 2016. He stated that they were ¿pumping antibiotics¿ to him. The patient doesn't know if that had anything to do with the lead being implanted. The patient didn't know where along the spine that his lead was implanted. The patient made a recovery from his brain infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.